Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The product was returned for analysis and the main coil was found to be kinked and broken from the delivery wire at the detachment zone. During the procedure, friction was reported within the catheter at the distal end when delivering the coil and the coil was also repositioned and removed. These factors may have contributed to the coil becoming broken at the detachment zone. It is likely that the device performance was limited due to procedural factors during use; therefore, a cause of operational context has been assigned to the event. In addition, the coil proximal contact and coil delivery wire were found kinked and it is likely related to the handling of the device during use.

Event description:
During product analysis, it was observed that the coil was broken. There were no reported clinical consequences to the patient.